Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/16/2020. H.6. Investigation: bd received 33 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that there was discolored abnormal additive on tube discovered prior to use with 17 bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes. The following information was provided by the initial reporter: tubes shows coarse yellow granules unlike other tubes named (normal tube and packages).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was discolored abnormal additive on tube discovered prior to use with 17 bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes. The following information was provided by the initial reporter: tubes shows coarse yellow granules unlike other tubes named (normal tube and packages).